Event description:
Device report from depuy synthes reports, an event in colombia as follows: it was reported that on (B)(6) 2023, the cutter number 13 for ria 2 split inside the patient. The system was removed and the cutter was loose inside the olive shaped guide. This report is for one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed, that the prongs on the tip of reamer head f/ria 2 ø13, p/n: 03.404.022s, lot#:1491p60, were broken. The broken fragments were not observed on the provided evidence. No other problem identified. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, for reamer head f/ria 2 ø13, p/n: 03.404.022s, lot#: 1491p60. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history (lot) manufacturing location: supplier mark two engineering, inspected and packaged by: monument. Release to warehouse date: 14-oct-2022. Expiration date: 01-oct-2032. Part number: 03.404.022s, 13.0mm reamer head for ria 2-sterile. Lot number: 1491p60 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev aa was reviewed, and determined to be conforming. Packaging bom was reviewed, and determined to be conforming with no deviations to normal packaging identified. Scn 23662 supplied by sterigenics was reviewed, and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm. Lot number: 635p113. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection. Ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 08-apr-2022 was reviewed, and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 31-mar-2022 was reviewed, and determined to be conforming. Note: part number notated on certification from vacu-braze for lot number 1007684-003 is incorrect, the part description. However, is correct. Heat treat specified at 50-55 hrc. Results certified at 52-53 hrc. Certificate of analysis supplied to mark two engineering from banner medical dated 28-oct-2020 was reviewed, and determined to be conforming. Material certification supplied to banner medical from universal dated 27-jul-2020 was reviewed, and determined to be conforming. Device history review: 26-may-2023. DHR reviewed by: rtoneff. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.